Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, patient underwent following procedure: l4-l5 decompressive laminectomy with posterior lumbar interbody fusion at l4- l5 using allograft, bmp, and tsrh instrumentation; for pre-op <(>&<)> post-op diagnosis of: l4-l5 spondylolisthesis with foraminal stenosis and instability. As per-op notes: "..after the decompression had been carried out, the disk space was identified. There was large posterior osteophytic lip at l5. This was removed on both sides with a small osteotome which gave access to the quite collapsed disk space... A 8-millimeter tangent graft was placed on the left side in the intervertebral space and I seemed to have a good fit. The trial spacer on the right was removed locking the graft into position.. The central portion of the disk was packed with a bmp-impregnated collagen sponge and some bone graft material and then a second allograft tangent spacer 8 millimeters high was placed on the right side in the intervertebral space... Additional use of bmp-soaked collagen sponge was placed in the area of the pars interarticularis defect. The patient tolerated the procedure well and was removed to the recovery room in satisfactory condition.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2/acs.